Event description:
The patient reported the patient electronics device sparked. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of units revealed that the right-angle extension cable and the power cord were in good condition, but the power supply cable was defective (has exposed wires) therefore, a power supply cables was used throughout the diagnostic test. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.